Manufacturer narrative:
Device eval: the device eval has not been completed. Eval conclusions: a f/u report will be submitted when the device eval has been completed.

Event description:
The rotator broke during left ventriculography. No harm or injury reported.